Event description:
The customer reported via phone call that they exposed the insulin pump to moisture. The customer left the insulin pump in the waster for two minutes. It was also found the customer had a no reservoir alarm with the insulin pump. Customer's blood glucose was unknown. The customer stated there was fluid present under the lcd display. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.